Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that while positioning the right ventricular (rv) leadless pacemaker (lp), contrast revealed a perforation resulting in effusion and tamponade. Pericardiocentesis was performed to resolve the effusion and tamponade. Following this, the patient experienced cardiac arrest. Sinus rhythm was restored, but cardiac arrest reoccurred. Cardiopulmonary resuscitation was not successful and the patient passed away.